Event description:
It was reported that during a posterior descending artery intervention, resistance was felt during advancement of the trek 2.5x20mm balloon dilatation catheter through the moderately tortuous vessel. On the first inflation during pre-dilatation in the moderately calcified lesion, the balloon ruptured at 8 atmospheres. Resistance was met when removing the balloon dilatation catheter; however, there was no adverse patient sequela and no clinically significant delay in procedure. The procedure was completed with a non-abbott balloon dilatation catheter. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: heartrail 6f jr3.5. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for balloon ruptures or difficulty removing the catheter. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.